Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 52 mg/dl to 452 mg/dl. Customer other relevant blood glucose level was 213 mg/dl. Customer treated hypoglycemia with tablet and hyperglycemia with insulin pump and was using auto mode feature on insulin pump. The reservoir and insulin pump will not be returned for analysis.